Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The ventricular pace impedance measurement was in the 300 - 400 ohm range until the week endint (B) (6) 2010, when the min/max value was 409/443 ohms. This value continued to increase until the last min/max value of 1355/1589 ohms was recorded the week ending (B) (6) 2010.

Event description:
It was reported that the lead impedance and thresholds have increased. The impedance increased from 500 ohms to between 1355 ohms and 1589 ohms. The lead is still in place. No patient complications were reported as a result of this event. Further information indicates that the lead continued to show high pacing impedance and the high voltage impedance was "not available" according to interrogation. The lead was capped and replaced.

Event description:
It was reported that the lead impedance and thresholds have increased. The impedance increased from 500ohms to between 1355ohms and 1589ohms. The lead is still in place. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The ventricular pace impedance measurement was in the 300 - 400 ohm range until the week ending (B)(6) 2010 when the min/max value was 409/443 ohms. This value continued to increase until the last min/max value of 1355/1589 ohms was recorded the week ending (B)(6) 2010.